Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced high blood glucose and the insulin pump received motor error. The customer¿s blood glucose level was 600 mg/dl. The customer that they had insulin was not delivered and received a motor error alarm. It was reported that they had no delivery alarm during priming. The customer was advised to change the entire infusion system. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the seat & rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and motor test. No unexpected no delivery alarm or motor error alarm noted during testing. (B)(4).